Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto w/ht hum device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation, the device was visually inspected, and evidence of visible foam degradation and dust contamination was identified. The device displayed error codes 30 (e-30: err_motor_spinup) and 53 (e-53: err_comp_log_sem_timeout). Following completion of the evaluation, the device was scrapped by the service center.